Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop per email: 4 x cassettes were used with 4 cadd vips. They were programmed to deliver 250mls over 24hrs, intermittent 125mls every 12 hrs. At the end of each infusion the pump said 250 mls were delivered but there were residuals of 20mls,30 mls, 50mls and 80mls in the cassettes. These were test infusions, not attached to patients. Additional information received by smiths medical on 01-jul-2020, attached in complaint object. Customer investigated two pumps, one with cadd extension set and the other without. The remaining volume determined by weighing the cassette prior and after the infusion. They identified there was a big difference in the pump performance when used with cadd extenesion set.